Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory indicated the charge circuit timeout alert occurred. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) has alerted for two excessive charge times, a charge circuit timeout and the device has triggered elective replacement indicator (eri). Eri was triggered due to the long charge time alerts, despite the fact that the battery still shows above the normal eri voltage trigger, prompting the assertion of unexpected longevity. The device has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Analysis of the device memory indicated the charge circuit timeout alert. Analysis of the device memory indicated high voltage capacitor charge time was longer than expected for a device not yet at eri (elective replacement indicator). Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.